Manufacturer narrative:
The technician found the cause to be broken side rail center arm assembly. The tech replaced the side rail center arm assembly to resolve the issue.

Event description:
The technician alleged that the side rail will not stay up. No pt impact.